Event description:
Watchman flx pro CT study. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 34.0 mm. There were no patient complications that were reported to have occurred. The patient was discharged on aspirin. 125 days post procedure the patient presented to the hospital with complaints of a cold left leg. It was discovered that the patient had an arterial thrombus in their left leg. The thrombus was removed from the popliteal artery. The patient was started on fragmin in response to this event. One day later, transesophageal echocardiogram (tee) imaging showed that there was an incomplete seal around the closure device with a jet size of 5.5mm. The imaging also showed that there was a laminar non-mobile thrombus on the face of the closure device. The patient was discontinued on other anticoagulation medication and started on apixaban in response to the device related thrombus. No other complications were reported at this time.

Event description:
Reported via clinical trial: it was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 34.0 mm. There were no patient complications that were reported to have occurred. The patient was discharged on aspirin. 125 days post procedure the patient presented to the hospital with complaints of a cold left leg. It was discovered that the patient had an arterial thrombus in their left leg. The thrombus was removed from the popliteal artery. The patient was started on fragmin in response to this event. One day later, transesophageal echocardiogram (tee) imaging showed that there was an incomplete seal around the closure device with a jet size of 5.5mm. The imaging also showed that there was a laminar non-mobile thrombus on the face of the closure device. The patient was discontinued on other anticoagulation medication and started on apixaban in response to the device related thrombus. No other complications were reported at this time. It was further reported that this is a duplicate report and the events have been recorded under 2124215-2024-33010.